Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00489, 00490, 00491.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.th complaint was reviewed and analysis showed no trend. Photographic images were made. The device history record was reviewed and indicates that product met specification when manufactured.(B)(4).

Event description:
Allegedly removed due to suspected tissue reaction.